Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, t-wave oversensing was observed on the rv channel. Patient was stable.

Event description:
New information received notes that the programming changes were made. Patient was fine.

Event description:
New information received notes that the oversensing was post-paced t-wave oversensing. There have been no further events since device re-programming.